Event description:
It was reported by service report that the trolley will not lock in place. No malfunction, ems staff had not been fully trained how to manually load a cot on to power load if cot had no battery power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.